Manufacturer narrative:
Evaluation on-going.

Event description:
Facility reported that they received a implant for a knee instead of a hip. No patient injury , however surgery was canceled. Distributor was notified of an urgent revision hip case the day prior to surgery. Distributor requested needed set ((B)(4) biolox option head implants). The case notes the item as shipped on (B)(6) 2015. Morning of (B)(6) 2015, aesculap was notified that the distributor did not receive the requested set, which is a hip set, but rather received implants pertaining to the knee.